Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing impedance. The rv lead was explanted. The patient's status was unknown.

Manufacturer narrative:
Additional information: h6.